Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed mid left anterior descending artery. After pre-dilatation with a 2.0 x 12 mm voyager balloon catheter, a 2.5 x 28 mm xience v stent was implanted. There was a dissection at the proximal edge of the implanted stent, so a second 2.75 x 12 mm xience v was deployed to cover the dissection. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: bmw; inflation: medtronic; guide cath: cordis; sheath: cordis. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.